Manufacturer narrative:
Complaint has been evaluated and is similar to report number cc-00527834_1644408-2026-00218; 341-10-709, s800 - revision surgery, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Resurface the patella and swap poly.